Event description:
It was reported that magnesium (bag) was scanned into electronic medical record system then pump module channel a was scanned. The tubing (short set) was primed and placed into the pump module. The pump was programmed with the "correct rate and dosage" and the infusion was started. When the clinician checked at 0630, the pump module was beeping, and the tubing was found to be "dry". The magnesium bag was completely empty and "ran over 20 minutes when it should have gone over 4 hours." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the reported issue of an over infusion of magnesium could not be confirmed because no devices or device logs were provided by the facility for investigation. The facility only provided a document, ikp report with some limited information of the infusion for the suspect device. The ikp report recorded on 23 october 2024 at the time of 5:06 am, the suspect pump module was program to infuse drug guardrails (magnesium sulfate pb) with a rate of 12.5 ml/h and a vtbi of 50 ml. At 6:20 am, air in line alarm was displayed, and the infusion stops. The cause for the air in line alarm and the discontinuing of the infusion could not be ascertained from the report. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The bd alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿. The bd alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of magnesium issue could not be determined from the received (information knowledge portal (ikp) report and the requested device logs were not provided for investigation.

Event description:
It was reported that magnesium (bag) was scanned into electronic medical record system then pump module channel a was scanned. The tubing (short set) was primed and placed into the pump module. The pump was programmed with the "correct rate and dosage" and the infusion was started. When the clinician checked at 0630, the pump module was beeping, and the tubing was found to be "dry". The magnesium bag was completely empty and "ran over 20 minutes when it should have gone over 4 hours." There was patient involvement but no harm.